Manufacturer narrative:
The following field has been updated with corrected information: h.4. Device manufacture date: 2017-09-17 h3 other text : see h.10.

Event description:
It was reported that there was foreign matter in syringe with a bd syringe 1ml s/t bns. This occurred with 4 syringes but was discovered prior to use. The following information was provided by the initial reporter: it was reported contamination was found on the syringes.

Manufacturer narrative:
H.6. Investigation: two photos and two loose 1ml syringes were received and evaluated. It was observed in the photos and physical samples there was dark green foreign matter particles attached to the outside of barrels between the 0.3ml and the 0.7ml markings. The foreign matter appeared to be grease with multiple particles larger than level 3 in size and were rejectable per product specification. The foreign natter appeared to be grease that is used to lubricate machine components. Potential root cause for the foreign matter defect is associated with the material handling process. This was most likely due to maintenance of the conveyors that inadvertently caused a small amount of grease to become attached to the conveyor. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was foreign matter in syringe with a bd syringe 1ml s/t bns. This occurred with 4 syringes but was discovered prior to use. The following information was provided by the initial reporter: it was reported contamination was found on the syringes.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in syringe with a bd syringe 1ml s/t bns. This occurred with 4 syringes but was discovered prior to use. The following information was provided by the initial reporter: it was reported contamination was found on the syringes.